Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive sars result for one patient, unknown whether symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer is conducting high volume testing and overall specificity is 96.7% across facilities.